Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details were available at the time of this report. Should additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported the urinometer was attached to the patient's catheter; when the patient was turned, approximately 2 hours later, the nurse noted the urinometer had become detached from the catheter. As a result, the patient's bed linens were wet. The urinometer was discontinued at that time and replaced with a leg bag.